Manufacturer narrative:
No device deficiency reported and relationship between device, procedure, and adverse event cannot be determined. Stroke is a known possible event disclosed in product labeling.

Event description:
A pulmonary vein isolation (pvi) procedure was performed to treat atrial fibrillation. No issues were reported during the procedure. A stroke occurred after the patient had been moved out of the electrophysiology lab. Intravenous edaravone was administered. The patient was released from the hospital one week after the pvi procedure and is reported to be doing well. The treating physician is uncertain as to what caused or contributed to the stroke, so this event is being reported as it cannot be conclusively determined there was no relationship between the adverse event and the pvi procedure.